Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was snagged, considered dangerous by the surgeon. The procedure was completed with a backup instrument with no patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product noting by the customer, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Although the complaint has not been confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Based on the claim against the product by the customer noting the mcs instrument being snagged, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the mcs instrument was analyzed and found to have blade damage. Both blade edges were indented, which prevents the blades from closing. The complaint regarding the instrument being snagged was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.

Event description:
Refer to h10/h11 for follow-up information.